Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator connections were evaluated and repaired. The collimator was also re-calibrated as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the collimator coned down and remained closed. This will prevent the user from being able to visualize a live fluoroscopic image. No pt serious injury or death was reported related to this event.